Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the device was unable to be advanced near the lesion and when the device was removed, it was noticed that the tip of the stent was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported.